Manufacturer narrative:
Initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized and began treatment with vancomycin injection (1gm, discontinued) and meropenem injection (1gm, discontinued) for peritonitis. At the time of this report, the patient has recovered from the event and was discharged. Pd therapy was discontinued and the patient switched to hemodialysis (thrice a week). No additional information is available.